Manufacturer narrative:
The device was returned and evaluated. During the inspection it was found that there was a foreign object inside the nozzle of the device. Additional findings were as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down knob was out of the standard value, and an abnormal sound was made due to damage on upward/downward knob, due to deformation of zoom lever, water tightness was lost, due to dirt on objective lens, there was a lack of image on the monitor, the connecting tube had a scratch, the plastic distal end cover had a scratch, the light guide lens had discoloration, the adhesive around light guide lens had white-clouded area, the objective lens had discoloration, the adhesives around objective lens had white-clouded area, the scope cover unit had a scratch, the protector of universal cord on scope connector side had a scratch, the universal cord had a scratch, the image guide protector had a scratch, the flexibility adjustment ring had a scratch, the grip had a scratch, suction cover had a scratch, the switch box had a scratch, the forceps elevator lever had a scratch, the free-engage knob had a scratch, up/down knob had a scratch, the right/left knob had a scratch, the control unit had discoloration, the control unit had a scratch, the scope connector was damaged, the suction connector had a scratch, suction connector was dirty due to water leakage, due to clogging of nozzle, water removal ability did not meet the standard value, the adhesive on bending section cover had a chip, due to a scratch on objective lens, flare occurs, and due to damage on zoom (charge coupled device), zoom did not work smoothly. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The facility was not aware of what the foreign material was. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Pre-cleaning: flushed the air/water nozzle with water and air. Flushed air/water nozzle with detergent solution. The facility did not do the brush points for air/water channel performed with clean lint ¿free cloths, brushes, sponges. The facility noted that there were no abnormalities on the accessories used for reprocessing. Facility did not note any comments or concerns regarding reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The root cause of the foreign material remaining in the subject device was unable to be specified. Deviation of the reprocessing method from the instruction manual could have caused the foreign material to have remained. This issue is addressed in the instructions for use (IFU): ¿IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories).¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had angle down, play, and angle abnormality. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.